Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5, g2. B5: added information inadvertently missed on the initial report. G2: checked "foreign". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was resolved after replacing parts of the subject equipment. The material of the detected residue was unknown, however, it is likely that the hose in the equipment peeled as tiny pieces which appeared as black residue at reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) confirmed that manual cleaning was completed after the failure with the reprocessor.

Event description:
Olympus (osh) was informed that the automatic endoscope reprocessor machine was found to have black residue in the basin during reprocessing. This report is being submitted to capture endoscopes suspected of poor reprocessing due to foreign objects found in the reprocessing basin. No death, injury or harm was reported.

Manufacturer narrative:
The machine has not been repaired in the past year. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.